Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died approximately three years eight months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported the patient had been hospitalized due to breathing difficulty and had interstitial pneumonia. The hospital nurse had checked on the patient who reported improved breathing difficulty. When the patient was checked three hours later, the patient was found in cardiopulmonary arrest. Resuscitation was attempted and was not successful. The medical engineer of the hospital reported that there was possible undersensing of ventricular fibrillation.